Manufacturer narrative:
Patient diagnosed with later-forming seroma, capsular contracture and suspected double capsule. Patient tested for bia-alcl with confirmed negative test result.

Event description:
Patient diagnosed with bilateral late forming seroma, capsular contracture (no baker grade reported) and suspected double capsule. This report is for the left-side device.